Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09603. The patient is implanted with two percutaneous leads (from different lots). It was reported the patient experienced a change in his stimulation after he felt an electrical jolt while installing audio speakers. The patient indicated the stimulation is not felt in the desired pain pattern. A full parameter diagnostic indicated contact 7 has an impedance value of 3950ohms. All other contacts have valid values. Reprogramming provided some coverage in his lower back, right leg and the left foot but not completely where needed. The patient also felt stimulation in his ribs. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.